Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with an intraocular pressure (iop) of 3 at six week post-operative visit . Surgeon indicated he is seeing macular folds. Additional information was received reporting following treatment with medications for two weeks, the macular folds resolved.

Manufacturer narrative:
A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no mention of intraoperative complications and no mention of device failure. Possible root cause is that the device is indicated for lowering intraocular pressure and a risk of device use is sufficiently low iop to resulting in maculopathy, which is reflected in the product instructions for use. (B)(4).